Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion: a complaint history check was performed and this is the 1st. Related complaint for missing inner shield on lot # 0176857. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as the samples were returned open. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time customer returned (6) open 5mm, 31g pen needles without the inner shield from lot # 0176857. Customer states that the inner shield was missing from a few pen needles. The returned pen needles were examined and were all returned open and missing the inner shield. Since the samples were returned open, this issue cannot be confirmed.

Event description:
It was reported that the bd ultra fine¿ pen needle experienced product damage while still considered operable. The following information was provided by the initial reporter: material no: 320119. Batch no: 0176857. Consumer reported found with inner shields missing on a few pen needles from this box.